Manufacturer narrative:
D10 concomitant products: unk dy, dialysis unknown, (lot # unknown) unk dy, dialysis unknown, (lot # unknown) author: zhidong ye title: a novel extra-catheter guide wire technique for in situ exchange of dysfunctional tunnelled central venous hemodialysis catheter source: https://doi.org/10.1177/11297298221096520 accepted date: 1 april 2022 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective prospective study between 2018 and 2019 studied the novel extra-catheter guide-wire technique for in situ exchange of dysfunctional tunneled central venous catheters. Thirty-nine patients with dysfunctional catheters participated in the study and the authors do not provide any information on the brand or type of catheters enrolled study participants had placed before enrollment in the study. All 39 patients¿ dysfunctional catheters were replaced with a palindrome catheter. At six months, three catheters had been replaced due to thrombolytic-resistant catheter malfunction. There was no reported patient outcome.